Manufacturer narrative:
3 of 3 devices were returned for evaluation.evaluation of two devices found excessive wear due to a lack of proper maintenance. The devices did heat up during evaluation. The devices were repaired and returned to the customers.evaluation of one device found excessive wear due to a lack of proper maintenance. This device had a deformation issue (dent). The device did not heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 3 malfunction events where midwest® t2 energo 1:5 l handpieces overheated. 3 events resulted in no injury.